Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro power supply was intermittent as if there were a loose wire. Cords and adapter were switched, but the power was still intermittent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).